Manufacturer narrative:
During the removal procedure, the extension rod separated from the housing tube portion of the nail. The patient will come back at a later date for a patella realignment procedure, which is unrelated to this incident, and the surgeon plans to remove the remaining portion of the device at that time. To date, the patient is doing fine and no negative outcomes have been reported. A DHR review revealed that the device met all of the required quality inspections and was released within specifications.

Event description:
A representative reported that a patient had completed their lengthening treatment with precice, however, the device allegedly separated during the removal procedure.